Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: (B)(6) (customer) reported that "as mentioned during our telephone conversation earlier, I would like to inform you of a new incident that occurred on (B)(6), 2010 in the operating room, with a serfas electrode ref. (B)(4), during an operation performed by dr. Ayel (acromioplasty + arthroscopic lateral resection of clavicle / right shoulder). The electrode did not respond to the surgeon's command when he wished to stop it; it continued to rotate even though the stop command was given, which is a real danger for the patient. On (B)(6) 2010: fortunately, there was no damage to the patient. The batch involved in the incident is 21166ae2. I hold the "defective" electrode at your disposal for return +/- expertise." The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be an internal leak due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb which can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.